Manufacturer narrative:
The pump will not be returned. A correlation between the device and the reported event of cerebral hemorrhagic stroke and yeast in the bloodstream could not be determined through this evaluation. The instructions for use lists bleeding and stroke as possible adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt presented to the hospital with complaints of weakness. The pt was found to have an intracerebral hemorrhage (ich) and elevated inr of 3.47. In spite of attempts at reverse anticoagulation, her intracranial bleeding worsened, and her neurologic status declined. A second CT scan was performed and revealed progression of bleeding, cerebral edema and herniation. Neurosurgery felt that a craniotomy would not be beneficial given that the pt had yeast in her blood. The family decided to withdraw care.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.